Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was bed bound after sustaining multiple fractures secondary to a high speed motor vehicle accident and anticoagulation was contraindicated; therefore, a vena cava filter was indicated. The right groin was prepped and draped in sterile fashion and the femoral vein was accessed using ultrasound guidance. A wire was advanced into the inferior vena cava and venacavagram performed demonstrated a normal ivc with the right and left renal veins across t12-l1. The ivc filter which was deployed over the l2-l3 interspace expanded and was seated nicely. Manual pressure was held at the access site for five minutes by clock. Approximately twelve years five months post filter deployment, an abdomen/pelvis CT scan was performed for mid back and right flank pain, vomiting, and a history of kidney stones. The scan identified an abnormal infiltration of the retroperitoneal fat along the ivc and aorta in the abdomen which was believed could be indicative of lymphadenopathy, other mass, inflammatory process, or blood products. A follow-up CT using contrast was recommended to evaluate for changes from an earlier CT. The scan also identified a 4 mm nodule in the right lower lung lobe. Approximately twelve years six months post filter deployment, the patient presented for lumbar spine radiographs. A second review of the previous abdomen/pelvis CT scans identified one filter limb to be detached and slightly displaced posteriorly; this was most easily seen on the lumbar spine radiographs performed that day. This finding lead to the belief that some of the heterogeneous material described in the initial CT report could possibly reflect blood products. A repeat abdomen/pelvis CT scan report documenting an indication of severe back pain radiating to the right hip, abdominal pain, and no prior abdominal surgery, demonstrated filter limbs extending beyond the caval wall and a detached filter limb extending obliquely to the l3 vertebral body citing the detached limb was potentially causing erosion/periostitis of the anterior cortex of the l3 vertebral body. The scan also identified a 4.2 x 3.0 cm multi septated right ovarian cyst, hepatosplenomegaly, and mild distention of the urinary bladder. An evaluation with a specialist in ivc filter placement and removal were recommended. Approximately twelve years seven months post filter deployment, the patient presented to a specialist for removal of the ivc filter. Prior to the procedure, the specialist explained to the patient that her back pain was unlikely to be related to the filter and the detached filter limb in the ivc might not be able to be retrieved. The patient was then prepped and draped in normal sterile fashion. Access was gained into the right internal jugular vein and a wire was passed into the ivc. A pigtail catheter was advanced over the wire and a diagnostic cavogram was performed from above and below the level of the filter and a significant amount of clot and scarring in and around the filter was identified. A review of a prior CT scan performed at an outside hospital did not document clot in the filter or scarring in the cava on the scan, but there was some hint of clot in the filter. The specialist felt that there was no chance the clot was fresh and might represent a saved pulmonary embolism which had probably been there for years; however, it was believed it would be best to attempt to dissolve the clot with anticoagulation for three months prior to attempting to retrieve the filter. Therefore, all wires and catheters were removed and the patient was sent to the recovery room in stable condition. The patient was discharged home later that same day on therapeutic anticoagulation with plan to return for an office visit with the specialist in two months time for a discussion of another filter retrieval attempt. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. A vena cava filter was successfully deployed. Approximately twelve years six months post filter deployment, a second review of the previous abdomen/pelvis CT scans identified one filter limb to be detached and slightly displaced posteriorly. A repeat abdomen/pelvis CT scan report demonstrated filter limbs extending beyond the caval wall and a detached filter limb extending obliquely to the l3 vertebral body. Based on the provided medical records, the investigation is confirmed for a detached filter limb and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately twelve years six months post filter deployment, scans demonstrated filter limbs extending beyond the caval wall and one detached filter limb extending obliquely to the l3 vertebral body. Approximately twelve years seven months post filter deployment, the patient presented to a specialist for removal of the ivc filter. A diagnostic cavogram performed identified a significant amount of clot in the filter and scarring around the filter. The decision was made to conclude the procedure and attempt to dissolve the clot with anticoagulation prior to attempting to retrieve the filter. The patient was discharged home in stable condition later that same day on therapeutic anticoagulation. No additional medical records were received for this patient.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately twelve years six months post filter deployment, scans demonstrated filter limbs extending beyond the caval wall and one detached filter limb extending obliquely to the l3 vertebral body. Approximately twelve years seven months post filter deployment, the patient presented to a specialist for removal of the ivc filter. A diagnostic cavogram performed identified a significant amount of clot in the filter and scarring around the filter. The decision was made to conclude the procedure and attempt to dissolve the clot with anticoagulation prior to attempting to retrieve the filter. The patient was discharged home in stable condition later that same day on therapeutic anticoagulation. No additional medical records were received for this patient. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, detached, perforated and the device was unable to be retrieved. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced severe back pain. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately twelve years six months post filter deployment, an x-ray of the lumbosacral spine revealed a posterior limb of the ivc filter was detached from the filter, displaced posteriorly about a centimeter. A repeat CT scan revealed struts of the filter extended beyond the lumen of the ivc and the detached strut was potentially causing erosion/periostitis of the anterior cortex of the l3 vertebral body. Based on the provided medical records, the investigation can be confirmed for limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.